Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 60 mg/dl when his actual blood glucose level was 118 mg/dl. The customer reported another instance in which his blood glucose was 188 mg/dl, and he received a sensor glucose reading of 334 mg/dl. Advised that this sensor glucose and blood glucose difference was not acceptable. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.